Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.